Manufacturer narrative:
Additional info: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Additionally, the assembly attachment pin to the internal bushing has been broken, consistent with torsional overload condition. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display driver tip sheared off at the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted in initial surgery: l2-s2 pre-op diagnosis: refixation due to rod breakage procedure: reconnection of rod at s2 it was reported that during surgery, the tip of the lock sleeve screw driver broke. The set screw was very hard to turn and the tip of mas lock sleeve screw driver got broken while turning. The surgeon could not do anything about the lateral connector so the set screw of mas screw was removed for new lateral connector and the surgery was continued without problem. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.